Manufacturer narrative:
Multiple attempts to collect additional clinical information have been unsuccessful. The precise nature of the reported injury is unknown; this is being reported as worst case. A device history review was performed. Lot l001wdw was manufactured under normal conditions. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional medical information or product is received, we will report it within 30 days of receipt. If additional medical information or product is received, we will report it within 30 days of receipt.

Event description:
A patient (pt) contacted our argentinean affiliate on (B)(6) 2013, to report an ocular event od while wearing acuvue 2 contact lenses (cl). The patient wore the lenses on a daily wear and biweekly replacement schedule. The patient used "natura express" solution to clean/disinfect lenses. According to the patient, the eye care professional's (ecp's) report indicated that the patient was properly using and caring for lenses. Our affiliate reported the following: after an hour of use, the patient experienced pain od an removed the lens. The pain was so intense that the patient did not wear lenses for a week. The injury occurred on (B)(6) 2013, that patient consulted an eye care professional (ecp) and was diagnosed with a peripheral corneal ulcer od, "product of a wound caused by a contact lens." The size of the ulcer is not known. The patient's visual acuity was not provided. The patient was not prescribed eye drops but remained under the care of the treating ecp when the patient reported the ocular event to our firm. No other dates of service were provided.